Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, the pump alarms operated as expected and were observed visually, however the pump was not able to alarm audibly as a result of the speaker failing. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump alarm quit working. They stated that the "device had no sound". When the complaint was received the initial reporter stated that the complaint had occurred during testing and had not had any affect on a patient. Complaint: (B)(4).